Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 32 mm amplatzer septal occluder (aso) and a 12f amplatzer torqvue 45 degree delivery system (dtv45) were selected for use in a patient with a deficient inferior vena cava (ivc) and posterior rims. The 32 mm aso was deployed and confirmed via by both transthoracic echocardiography (tte) and intracardiac echocardiography (ice) to be successfully deployed in a stable position and released from the delivery cable. Shortly after the procedure, prior to leaving the cath lab, the aso was confirmed to have embolized into the pulmonary artery. At the time an attempt was made to percutaneously retrieve the aso from the patient, the distal tip of the 12f dtv45 delivery sheath became crushed. A second 12f dtv45 was used but the distal tip also became crushed. The aso was removed using a non-sjm sheath (model and size unknown). The closure procedure was aborted.